Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one episode of what appeared to be diaphragmatic oversensing that did cause pacing inhibition. Noise was reproduced in the clinic but did not appear similar to the previous noise. Trying to reproduce the noise with valsalva's maneuver was not attempted while the patient was still in the clinic.